Event description:
The customer called for help with his meter. While troubleshooting, he performed control tests and received results of 51 and 17 mg/dl. The normal control range was 97-134 mg/dl. No adverse events were alleged the test strips were returned for evaluation. Replacement test strips were sent to the customer.